Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an issue where a blue screen was displayed and the device was offline. The customer reported that the medication application was not launching automatically. The customer tried to reboot but the issue persisted. However, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where a blue screen was displayed and the device was offline. A field service engineer (fse) found that the station was undergoing an update, and a reboot caused the operating system (os) to become corrupted. The fse reimaged the unit, properly configured the system, and installed the required software applications. Data synchronization was initiated, and settings along with remote support service (rss) were configured. The unit was tested, and normal operation was restored, resolving the issue. The system functioned as intended after the field service engineer repaired the device.